Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited image b30 error during startup. The issue was found during the diagnostic robotic bronchoscopy endobronchial ultrasound (ebus) procedure. There was a procedural delay, but the intended procedure was with another similar device. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.